Event description:
Ureteral stent exchanged on (B)(6) 2025 with fluoroscopy showing that it was intact. The patient was seen in an emergency room for sepsis on (B)(6) 2025 and transferred back to the (B)(6) with imaging showing disintegration or spontaneous fragmentation of the ureteral stent into freely floating pieces in the ureter. The patient required a nephrostomy tube for drainage; ICU care and will require surgical removal of these retained fragments. The stent should remain intact in one piece and should not dissolve into pieces.